Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 49 mg/dl when they woke up. The customer's current blood glucose was 77 mg/dl. The customer treated their low blood glucose with food. It was reported the customer had a headache from their low blood glucose. Troubleshooting did not find any issues with the insulin pump. Customer was advised to monitor the insulin pump. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.